Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of patient made mistake/touch contamination/did not wear a mask and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On unreported dates, the patient did not wear a mask, made a mistake and experienced touch contamination. On (B)(6) 2012, the patient was diagnosed with peritonitis. On an unreported date in 2012, a peritoneal effluent culture was performed for which the results were unknown. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Patient made mistake/touch contamination/did not wear a mask - not reported. Peritonitis - recovered ((B)(6) 2012).

Manufacturer narrative:
(B)(4). A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that the patient did not wear a mask, made a mistake and experienced touch contamination. The assignable cause code is undetermined, as the reason for the breach is unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the following information was received by baxter's global pharmacovigilance on (B)(6) 2012: the peritoneal dialysis nurse (pdrn) reported that the patient's peritoneal effluent culture resulted positive for (B)(6). The catheter was pulled on an unknown date and the patient was placed on hemodialysis. Pdrn declined to provide any further information.